Manufacturer narrative:
The investigation into this complaint has been completed. The reported problem was rectified by exchanging a pressure transducer printed circuit board (pcb) . The replaced part was lost and not returned for investigation. The ventilator logs along with a movie with simulated use testing were received for evaluation. The reported problem was confirmed in the received movie. Test logs showed that performed pre-use checks had intermittently failed the pressure transducer sub- test due to a high measured offset value of the inspiratory pressure transducer pcb. The conclusion in the matter is that the reported failure was caused by a faulty pressure transducer pcb but the cause for pcb's failure could not be determined from this investigation since the replaced part was not returned.

Manufacturer narrative:
Further informationhas been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator would not hold peep while it was connected to a patient. The patient was bagged and the ventilator was replaced with another one. There was no patient harm. (B)(4).